Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft damage occurred. In 2005, while putting the 3.5 x 12 mm taxus express2 drug eluting stent over the guidewire into the right coronary artery (rca), the physician noted a gritty felling. He decided to remove the stent in order to wipe down the guidewire. As the stent delivery system was pulled back, the shaft broke. The shaft was removed from the pt and another of the same devices was used to successfully complete the procedure. There was no reported pt complications.